Event description:
Boston scientific received information that this product was part of a system revision due to infection. The patient had sepsis secondary to endocarditis. No additional adverse effects reported. The product was explanted.

Event description:
Additional information received indicated that the patient acquired (B)(6) bacterium through infected tunneled hd catheter tip. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.